Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the device cannot boot up. The ready-for-use indicator (rfu) displays a solid red "x" without periodic audio chirp. There was no adverse patient impact reported.